Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited under-sensing resulted in false pause episodes and was oversensing noise. No intervention was performed, and the clinic will continue to monitor the patient. The patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.